Manufacturer narrative:
Continuation of d10: 479888 lead implanted (B)(6) 2022; 5076-52 lead implanted (B)(6) 2012. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited premature battery depletion due to high pacing thresholds on the right ventricular (rv) and left ventricular (lv) leads. The rv lead was programmed subthreshold in order to extend battery life. The programmed lv vector had the best pacing threshold and therefore no programming changes were made to the lv lead. The crt-p was explanted and replaced. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: d10 therapy date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.